Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:49 am, the meter result was 1.5 inr. At 11:58 am, the meter result was 2.0 inr. The customer's therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr; qc 2: 5.2 inr; qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.